Event description:
It was reported via repair work order that the brakes would not engage manually or electronically due to a broken caster stem and screw in activation finger. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.